Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was found to be worn and rounded over, from frequent use, during kit inspection. There was no surgical procedure or patient associated with this event.

Manufacturer narrative:
Upon review of this file, it was found that this event was reported in error as this did not result in a death or serious injury and would not be likely to result in death or serious injury if it were to recur.